Event description:
The disposable loading unit was used with a 10mm reusable stainless steel instrument during a laparoscopic cholecystectomy. The clips did not advance or form properly. The surgeon applied a disposable instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.